Event description:
The customer reports that a catheter was inserted into a pt without difficulty. Within minutes of the completion of the insertion, the pt developed difficulty breathing, systemic itching and edema at the insertion site. The pt was treated with epinephrine and the catheter was removed. The symptoms subsided.